Manufacturer narrative:
Device received with a partial display anomaly due to cracked lcd glass. Unable to perform functional test including self test and displacement test due to partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received partial display. Customer's blood glucose level was unknown. Troubleshooting was completed. Insulin pump will be returned for analysis.